Event description:
It is reported that the device was imp 2006. One month post-op, the pt began to complain of pain. Next month, x-rays showed the tray had subsided. Revision surgery was performed in the same month.

Manufacturer narrative:
H3: eval summary: probable cause of the problem could not be definitively determined. H6: eval: no device or x-rays were returned for eval. Device history records indicate the tibial plate was MFR to specification.